Manufacturer narrative:
The free psa reagent lot number and expiration date were not provided. The cobas e801 analytical unit serial number was (B)(6). The sample was requested for investigation on 17-mar-2025. The preventive maintenance was last performed on 22-aug-2024 including an assay performance check and an exchange of the measuring cells. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's samples tested with elecsys total psa (total psa) assay and elecsys free psa (free psa) assay on a cobas e801 analytical unit. This medwatch will apply to the total psa assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the free psa assay. Sample 1: the total psa result was 0.13 ng/ml while the free psa result was 1.09 ng/ml. The patient questioned the initial result and a new sample (sample 2) was drawn and tested on (B)(6) 2025 resulting in a total psa value of 0.07 ng/ml and a free psa value of 1.52 ng/ml. Sample 2 was then sent to a different laboratory where it was repeated on an abbott alinity system resulting in a total psa repeat value was 0.28 ng/ml and a free psa repeat value was 0.035 ng/ml.

Manufacturer narrative:
Sample 2 was received for investigation on 13-may-2025. The investigation confirmed the result for the elecsys free psa/total psa ratio of >1, which was alleged by the customer. The fact that the added amount of psa antigen was found at 99% in a reference sample, but only at 77% in the sample in question, was consistent with the presence of an interfering substance in the patient sample. The investigation did not identify a product problem. The cause of the event was due to an interference in the sample.